Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Healthcare professional via nbir reported left side "device migration, and correction of asymmetry". Patient undergone capsulectomy. Device has been explanted and replaced.